Event description:
It was reported by the customer that a pyxis medstation es system drawer was not detected on bus. The reported malfunction did occur when the nurse trying to issuing medication and managed to get from another device. There was no delay in issuing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was not detected. The field service engineer replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.